Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer stated the pump was over delivering and causing random extreme lows. The customer used soda to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported cosmetic damage on the insulin pump display. The customer had also noticed when they linked their meter and press the act button, the bolus wizard would clear up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test inches noted. No missing segment display anomaly during test. Insulin pump received with minor scratched lcd window.